Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was detached from the jaw. The fragment was not returned. The manufacturing record was reviewed and found no irregularities. The order in which this device was used could not be determined because we tried to get the detailed information but no additional information was provided. The information about the timing when the fragment fell off was also not provided. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During a hepatobiliary surgery, three devices were used. The tissue pads of two devices were separated. The intended procedure was completed with the third device. There was no patient injury reported. This is the report regarding the separation of the tissue pad on the first device.